Event description:
The patient reported via the company representative (rep) that the therapy was turning off by itself intermittently. This started happening in (B)(6) and has happened twice in the last month, on (B)(6). The patient was sleeping and woke up in pain, then realized the stimulation was off with the patient programmer (pp). When the therapy was turning off, the patient would confirm the implantable neurostimulator (ins) status with the pp. Further stated that when the patient wakes up in pain and checks the device with the pp using the antenna, the device has turned off. The clinician programmer showed 99% use for the time span of (B)(6) 2015-(B)(6) 2016. The mdt file showed that the therapy was on during the timeframe of (B)(6) 2016. There were a couple of buttons pressed where the off button was pressed briefly (one second) and then the on button pressed. The rep did not know if the issue was resolved. The indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.